Manufacturer narrative:
The catheter was discarded by the customer and will not be returned for evaluation. (B)(4).

Event description:
It was reported that at the end of the procedure after retrieving the catheter from the patient's body, a thrombus formation was seen at the tip of the catheter. There was no patient adverse event reported. No additional information available.